Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her reservoir sets are not lasting longer than 24 hours and has also been experiencing low blood glucose readings for three days. Customer stated that her blood glucose readings at lunch was 46 mg/dl and she treated with a bolus. Customer was not admitted as an inpatient for medical treatment. Troubleshooting was performed and the drive support cap appeared to be normal. Through troubleshooting it was also noted that the customer's settings need to be changed by her doctor. Customer reported that the insulin pump was exposed to a high magnetic field when she had her x-ray done. Displacement test was performed and passed. Customer's current blood glucose reading is 81 mg/dl. No further information reported.